Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a female patient who had essure (ess205) (batch no. 624099) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, urinary tract infection, spinal fusion surgery and cervical disc herniation. Concurrent conditions included abdominal pain, kidney stones, gallbladder disease, fibrocystic breast, bladder sling procedure, ovarian cyst nos, abdominal tenderness and adhesion. Concomitant products included prochlorperazine since (B)(6) 2016 and zolmitriptan (zomig) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression,") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oopherectomy - left side). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2007 and (B)(6) 2007. 5 coils were present outside the ostia at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2009: total bilateral occlusion.. Pathology test - on (B)(6) 2016: the left ovary had a 2 cm follicular cyst, which was ruptured in clear fluid. The adhesions to the bowel near the sigmoid on the left lower abdomen could be a reflection of history of diverticular disease.; on (B)(6) 2016: cervix with squamous metaplasia and chronic inflammation. There is focal acute epithelial inflammation associated with nonspecific reactive atypia. Benign endometrium with weakly proliferative features . Myometrium with adenomyosis. Bilateral fallopian tube s, negative for significant epithelial atypia. Left ovary with corpus luteum cyst and multiple cystic follicles. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical recor. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 624099 ,626799) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, urinary tract infection, spinal fusion surgery and cervical disc herniation. Concurrent conditions included abdominal pain, kidney stones, gallbladder disease, fibrocystic breast, bladder sling procedure, ovarian cyst nos, abdominal tenderness and adhesion. Concomitant products included prochlorperazine since january 2016 and zolmitriptan (zomig) since august 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In october 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). In november 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain chronic"), back pain ("back pain") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oophorectomy - left side). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and urinary tract infection had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: ??-jan-2007 and (B)(6) 2007. 5 coils were present outside the ostia at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2009: total bilateral occlusion.. Pathology test - on (B)(6) 2016: the left ovary had a 2 cm follicular cyst, which was ruptured in clear fluid. The adhesions to the bowel near the sigmoid on the left lower abdomen could be a reflection of history of diverticular disease.; on (B)(6) 2016: cervix with squamous metaplasia and chronic inflammation. There is focal acute epithelial inflammation associated with nonspecific reactive atypia. Benign endometrium with weakly proliferative features . Myometrium with adenomyosis. Bilateral fallopian tube s, negative for significant epithelial atypia. Left ovary with corpus luteum cyst and multiple cystic follicles.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record:pelvic pain , abdominal pain , vaginal bleeding lot number: 624099 manufacture date: 2007-04 expiration date: 2009-03 this expiration date is the correct. Lot number: 626799 manufacture date: 2008-03 expiration date: 2010-02 this expiration date is the correct. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 624099 ,626799) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, urinary tract infection, spinal fusion surgery and cervical disc herniation. Concurrent conditions included abdominal pain, kidney stones, gallbladder disease, fibrocystic breast, bladder sling procedure, ovarian cyst nos, abdominal tenderness and adhesion. Concomitant products included prochlorperazine since (B)(6) 2016 and zolmitriptan (zomig) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain chronic"), back pain ("back pain") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oopherectomy - left side). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and urinary tract infection had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2007 and (B)(6) 2007. 5 coils were present outside the ostia at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2009: total bilateral occlusion.. Pathology test - on (B)(6) 2016: the left ovary had a 2 cm follicular cyst, which was ruptured in clear fluid. The adhesions to the bowel near the sigmoid on the left lower abdomen could be a reflection of history of diverticular disease.; on (B)(6) 2016: cervix with squamous metaplasia and chronic inflammation. There is focal acute epithelial inflammation associated with nonspecific reactive atypia. ¿ benign endometrium with weakly proliferative features . ¿ myometrium with adenomyosis. ¿ bilateral fallopian tube s, negative for significant epithelial atypia. ¿ left ovary with corpus luteum cyst and multiple cystic follicles. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record:pelvic pain , abdominal pain , vaginal bleeding. Most recent follow-up information incorporated above includes: on 8-nov-2019: pfs received. Reporters information updated. Lot no. Were added. On 7-nov-2019: mr received. Reporters information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 624099) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, urinary tract infection, spinal fusion surgery and cervical disc herniation. Concurrent conditions included abdominal pain, kidney stones, gallbladder disease, fibrocystic breast, bladder sling procedure, ovarian cyst nos, abdominal tenderness and adhesion. Concomitant products included prochlorperazine since january 2016 and zolmitriptan (zomig) since august 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In october 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). In november 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain chronic"), back pain ("back pain") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oophorectomy - left side). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and urinary tract infection had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: ??-jan-2007 and (B)(6)2007. 5 coils were present outside the ostia at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2009: total bilateral occlusion.. Pathology test - on (B)(6) 2016: the left ovary had a 2 cm follicular cyst, which was ruptured in clear fluid. The adhesions to the bowel near the sigmoid on the left lower abdomen could be a reflection of history of diverticular disease.; on (B)(6) 2016: cervix with squamous metaplasia and chronic inflammation. There is focal acute epithelial inflammation associated with nonspecific reactive atypia. ¿ benign endometrium with weakly proliferative features . ¿ myometrium with adenomyosis. ¿ bilateral fallopian tube s, negative for significant epithelial atypia. ¿ left ovary with corpus luteum cyst and multiple cystic follicles.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, general abnormal bleeding, urinary tract infection. Reporter information, events outcome were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (ess205) (batch no. 624099 ,626799) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, urinary tract infection, spinal fusion surgery and cervical disc herniation. Concurrent conditions included abdominal pain, kidney stones, gallbladder disease, fibrocystic breast, bladder sling procedure, ovarian cyst nos, abdominal tenderness and adhesion. Concomitant products included prochlorperazine since (B)(6) 2016 and zolmitriptan (zomig) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain chronic"), back pain ("back pain") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oopherectomy - left side). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, back pain and urinary tract infection had resolved and the depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2007 and (B)(6) 2007. 5 coils were present outside the ostia at the end of the procedure. Patient received treatment for : pain , abnormal bleeding, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2009: total bilateral occlusion. Pathology test - on (B)(6) 2016: the left ovary had a 2 cm follicular cyst, which was ruptured in clear fluid. The adhesions to the bowel near the sigmoid on the left lower abdomen could be a reflection of history of diverticular disease.; on (B)(6) 2016: cervix with squamous metaplasia and chronic inflammation. There is focal acute epithelial inflammation associated with nonspecific reactive atypia. Benign endometrium with weakly proliferative features . Myometrium with adenomyosis. Bilateral fallopian tube s, negative for significant epithelial atypia. Left ovary with corpus luteum cyst and multiple cystic follicles. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record:pelvic pain , abdominal pain , vaginal bleeding. Lot number: 624099 manufacture date: 2007-04, expiration date: 2009-03 this expiration date is the correct. Lot number: 626799 manufacture date: 2008-03, expiration date: 2010-02 this expiration date is the correct. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event: outcome were updated to recovered: abnormal bleeding.event: genital hemorrhage was updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a female patient who had essure (ess205) (batch no. 624099) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, urinary tract infection, spinal fusion surgery and cervical disc herniation. Concurrent conditions included abdominal pain, kidney stones, gallbladder disease, fibrocystic breast, bladder sling procedure, ovarian cyst nos, abdominal tenderness and adhesion. Concomitant products included prochlorperazine since (B)(6) 2016 and zolmitriptan (zomig) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression,") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oophorectomy - left side). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2007 and (B)(6) 2007. 5 coils were present outside the ostia at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2009: total bilateral occlusion. Pathology test - on (B)(6) 2016: the left ovary had a 2 cm follicular cyst, which was ruptured in clear fluid. The adhesions to the bowel near the sigmoid on the left lower abdomen could be a reflection of history of diverticular disease. On (b)() 2016: cervix with squamous metaplasia and chronic inflammation. There is focal acute epithelial inflammation associated with nonspecific reactive atypia. Benign endometrium with weakly proliferative features. Myometrium with adenomyosis. Bilateral fallopian tube s, negative for significant epithelial atypia. Left ovary with corpus luteum cyst and multiple cystic follicles. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical recor. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs and medical record received. Essure lot number, race and explant date were added. Product indication and implant date updated. Following events were added: abnormal bleeding (vaginal), menorrhagia, depression, mental anguish, migraines / headaches. Reporters,medical history, lab data and concomitant drugs were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.